Manufacturer narrative:
The clip will not be returned to the service center for evaluation as it was discarded by the user facility after the procedure. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during a diagnostic colonoscopy, the clip would not deploy even using proper technique. A hemostasis clip was required for polypectomy site. The clip then fell off inside the patient¿s colon open. It was reported that the colonoscopy scope became blocked and nonfunctional at this time. A new scope was used to retrieve the clip from colon using a biopsy forcep. The intended procedure was completed. There was no patient injury reported.